Event description:
It was reported that a home patient (hp) had received a system error (se) 2240 (air in line) alarm on the homechoice (hc) machine. This had occurred during therapy in the initial drain. The technical service representative (tsr) explained the alarm and had the caregiver (cg) cycle power, in order to clear it. The tsr also explained to the cg that they would need to start over with all new supplies. There was no report of adverse event in association with this occurrence.

Manufacturer narrative:
(B)(4). If additional relevant information becomes available, a supplemental report will be submitted.